Event description:
It has been reported to philips that system did not start up correctly. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips remote service engineer (rse) instructed the onsite biomedical engineer to place the hdd of the flexvision pc in a different slot of the disk bay. This resolve the issue and returned the device to use in good working order.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Patient and the procedure outcome are unknown due to insufficient information. The remote service engineer (rse) checked the problem remotely and found that the system was down. Analysis of the logfile confirmed power and flexvision-pc issues. The rse asked the hospital biomedical engineer to place the hard disk from the flexvision-pc in a different slot of the disk bay. After placing the hard disk in a different slot, the issue was solved. The system was returned to use in good working order. The codes were updated based on the investigation outcome.